Event description:
Healthcare professional reported left side extracapsular rupture with the presence of siliconomas and removal of ¿silicone in the armpit¿, and ¿has siliconomas diagnosed via ultrasound and MRI. Histological exam to verify the possible presence of bia-alcl. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side extracapsular rupture with the presence of siliconomas and removal of ¿silicone in the armpit¿, and ¿has siliconomas diagnosed via ultrasound and MRI. Histological exam to verify the possible presence of bia-alcl. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration & granuloma.

Event description:
Healthcare professional reported left side extracapsular rupture with the presence of siliconomas and removal of ¿silicone in the armpit¿, and ¿has siliconomas diagnosed via ultrasound and MRI. Histological exam to verify the possible presence of bia-alcl. The device has been explanted and replaced with another manufacturer's device.